Event description:
The article, "short-term anticoagulation versus dual antiplatelet therapy for preventing device thrombosis following left atrial appendage closure: the andes randomized clinical trial", was reviewed. The article presented a prospective, multicenter study to compare anticoagulation and antiplatelet therapy for preventing device-related thrombosis (drt) following left atrial appendage closure (laac). Devices included in the study were watchman flx, amplatzer amulet/amplatzer cardiac plug, and unknown. The article concluded that the use of direct oral anticoagulants (doac) after laac failed to reduce drt compared to dual antiplatelet therapy (dapt) but it was associated with an improved safety profile. The results of this study should be interpreted with caution due to statistical power issues related the narrowed than expected between-group differences and will need confirmation in future larger studies. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, 2725 chemin ste-foy, g1v 4g5, quebec city, qc, canada, with corresponding email: josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from october 2018 to may 2025. A total of 510 patients were included in the study, of which 238 (46.7%) received an abbott device. The average age was 77 years, and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior heart failure, renal insufficiency, dialysis, permanent atrial fibrillation, stroke, transient ischemic attack, systemic embolization, prior bleeding, high bleeding risk.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, prior heart failure, renal insufficiency, dialysis, permanent atrial fibrillation, stroke, transient ischemic attack, systemic embolization, prior bleeding, high bleeding risk. Complications reported included stroke, bleeding, thrombosis, peri-device leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: short-term anticoagulation versus dual antiplatelet therapy for preventing device thrombosis following left atrial appendage closure: the andes randomized clinical trial.